Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) with the related complaint. The device was bloody. The hub/valve, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/ misshapen/stretched), and a kink in the sheath located 31 cm from the hub/valve. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2018. It was reported that the closure device was unable to deploy. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used along with a 33mm watchman ® laa closure device & delivery system (wds). The closure device was attempted to be deployed, but it was difficult for the closure device to be pushed forward. The core wire had an "s" bend in it. The delivery system was removed from the patient and the procedure was completed with another wds. There were no patient complications and no reported issue with the access system. However, device analysis revealed inner liner delamination on the access system.